Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced persistent infection and irritation at the abutment site and was subsequently treated with topical antibiotics. It was also reported that the patient experienced migraines. Abutment removal is planned but has not yet taken place at the time of this report.